Event description:
During preventive maintenance testing it was discovered that pump had flow rate issue. There was no patient involvement at the time of preventive maintenance.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. On (B)(6) 2024, flowrate issue was observed at zyno medical llc during calibration. This issue is traced to maintenance as there were no preventive maintenance activities performed during 2023. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.